Manufacturer narrative:
The device was not returned for analysis. An event of a retraction problem and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported improper or incorrect procedure is related to the user re-sheathing the valve more than two times. A cause for the reported retraction problem could not be conclusively determined. It should be noted that the navitor¿ transcatheter aortic valve implantation system instructions for use (IFU) states, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." In this case, the device was reportedly re-sheathed 7 times. This deviation from the IFU did not appear to cause or contribute to any issues, as the difficult retraction was noted on the first positioning attempt.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision was chosen for implantation utilizing an unknown flexnav delivery system. Abbott employee completed loading of the valve and fluoroscopic check was performed. After first positioning attempt, the valve had difficulty being recaptured. After completely recapturing on the deployment wheel and also the micro adjustment wheel, the valve was still not retracted into the capsule. Distal end of the delivery system was in ascending aorta when using micro adjustment wheel. After a total of 7 recapture attempts, the valve was able to be recaptured and removed. There were no reported patient effects. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.